Event description:
It is reported that the device was implanted in (B)(6) 2009 and that the patient has alleged ongoing pain since that time.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: as the products have not been received a review of the devices could not be performed. Surgical notes and x-rays were not provided; therefore it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.